Event description:
It was reported that before use foreign matter was discovered on the plunger with a bd syringe s2 10ml 22ga 1-1/4in bd china. The following information was provided by the initial reporter, translated from chinese to english: noticed black foreign matter in the plunger rod after unwrapped the package defected product didn¿t use.

Manufacturer narrative:
H.6. Investigation: bd has been provided with a photo and a sample for catalog 301947, lot 1811383, to investigate for this record. Visual examination of both the photo and the returned sample identified some foreign matter. As a result, bd was able to verify the reported issue. The foreign matter was identified as printing foil particles in the fluid path. The process used to print the scale in bd discardit syringes is called "hot stamping" process, in which, through a heated metal stamp, the scale is transferred from the printing foil to the barrel. In some cases, this printing foil clogs in the printing station. When this situation happens, the machine stops automatically, and the operator should cut the printing foil reel to solve the clog. During this cutting process of the printing foil, some particles could remain in the machine, and in this case, these foil particles finally ended in one syringe barrel, producing the reported issue. The reported nonconformance is caused by a defective foil reel and human error. DHR showed no indication of the alleged defect.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use foreign matter was discovered on the plunger with a bd syringe s2 10ml 22ga 1-1/4in bd (B)(4). The following information was provided by the initial reporter, translated from chinese to english: noticed black foreign matter in the plunger rod after unwrapped the package defected product didn¿t use.